Event description:
Reporter alleged the customer obtained the results of 84 mg/dl and 156- 160 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Guide tip, radiolucent tip of pic line became dislodged, disconnected from PICC wire and was stuck in pt. Tip had to be extracted by (B)(6).